Event description:
It was reported that before using the bd vacutainer® one use holder, an unspecified number of mixed products were observed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® one use holder, an unspecified number of mixed products were observed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. A total of 10 retained samples were visually inspected, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: mixed product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.